Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. Correction to device evaluation: the customer¿s allegation of a line entered the screen and became invisible could not be duplicated during evaluation. The review of the device history record (DHR) did not find any abnormalities or anomalies identified during production. The device met all specifications upon release. As the reported failure of a line entered the screen and became invisible could not be confirmed, the investigation was unable to determine the cause of the failure. Olympus will continue to monitor the field performance of this device.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer¿s allegation of was confirmed. The evaluation revealed the following findings: the video connector showed signs of contact corrosion, white scratches were present and there was buckling of the cable. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or when additional information becomes available.

Event description:
The customer reported to olympus that while using the hd camera head during a therapeutic procedure, a line appeared on the screen and the image could not be visualized. The procedure was completed with a similar device and no delay was noted. There were no reports of patient harm or impact associated with the event.